Manufacturer narrative:
The endowrist green reload was not returned to intuitive surgical, inc. (Isi); however, the stapler 45 instrument used in conjunction with the affected reload was returned for failure analysis investigation. Failure analysis was unable to confirm the customer reported complaint. The instrument passed initialization and was able to advance through an in-house 13mm stapler instrument cannula. Clamp and fire functions were performed with no issues. No issues occurred while the stapler 45 instrument was being fired with an in-house stapler reload installed. There were no issues noted with the formation of the staples in an in-house silicon reload test sheet. Review of the site's system log for the reported procedure date, showed that two endowrist stapler green reloads were fired from the stapler 45 instrument. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci colorectal procedure it was observed that material from the endowrist stapler 45 green reload was observed to be attached to the specimen removed from the patient. Per the information provided, there was no harm to the patient.

Event description:
It was reported that during a da vinci colorectal procedure after firing the stapler 45 instrument with a green reload installed, it was observed that the blade of the instrument did not cut the patient's tissue. No patient harm, adverse outcome or injury was reported. On 12/08/2015 intuitive surgical, inc. (Isi) received additional information regarding the reported event from the surgeon who performed the surgical procedure. According to the surgeon, he was stapling the distal rectum/anus. He was able to staple distal to the non-divided, but misfired staple line using a handheld stapler instrument to resolve the reported issue, allowing the bad staple line to stay with the specimen. According to the surgeon, he also observed that a piece of material from the green stapler 45 reload was attached to the bad staple line. According to the surgeon, he had not intended to resect the additional tissue; however, due to the mis-fired staple line, he had to resect the additional tissue. The surgeon indicated that the patient had not undergone any previous chemotherapy or radiation and the affected tissue was good and was not particularly thick. The surgeon indicated that when using the stapler 45 instrument, he always ensures that the patient's tissue is flush, straight, and non-bunched. The surgeon indicated that no warning messages or error codes occurred when the mis-fire occurred. However, he observed that the knife blade went off-track into the material of the green reload. There were no residual staples noted in the jaws of the instrument and the surgical staff carefully washed out the instrument before installing the new reload. It is the surgeon's belief that a failure of the stapler 45 instrument is what caused the reported issue. There is no video recording of the surgical procedure. MFR report 2955842-2015-01509 has been submitted to the FDA regarding stapler 45 instrument.